Event description:
It was reported that the patient presented symptomatic to the clinic after receiving inappropriate hv therapy due to oversensing on the ventricular lead. The oversensing was noted on a stored egm. The r-waves were low and the atrial threshold had increased. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.